Manufacturer narrative:
It was reported that only the proximal part of the stent released, the distal part of the stent did not expand well. Through the attached photo, it is confirmed that the proximal side of the stent was partially expanded, but the distal part of the stent was not expanded. As a result of analysis of returned device, the stent and delivery system were returned. The stent was confirmed to be in the state of fully expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the non-expanded stent in the attached photo and the returned stent in the state of being expanded, it is assumed that the stent was not expanded temporarily due to the curve and strong pressure of patient's stenosis, and the removed stent did not expand temporarily even out of the patient's body due to the condition of the procedure. And then, the stent expanded during shipment, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint is assumed that it was a malfunction of the device due to the strong pressure of the patient's lesion and condition of the procedure, there will be continued monitoring of the same or similar customer complaints.

Event description:
The stent did not expand properly and sticked at the inner catheter of the tts delivery system. The tts delivery system was removed together with the stent from the patient. Only the proximal part of the stent released, the distal part did not expand well and sticked at the inner catheter.